Event description:
It was reported that the lead was explanted after 4.5 months of service life because of inappropriate shocks. Dissatisfaction was also indicated. No patient complications have been reported as a result of this event.